Event description:
It was reported the patient is experiencing pain at the implantable neurostimulator (ins) site. Surgical intervention is slated to be undertaken at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and when the implantable neurostimulator (ins) site was opened drainage was present. A gram stain was positive for bacteria and the physician opted to remove the system. The patient was placed on antibiotics and the infection was subsequently resolved.